Event description:
It was reported that after an interventional neurological coiling procedure, arteriotomy closure of the right common femoral artery was achieved using a starclose se device. Reportedly, although the patient has documented hypersensitivity to nickel, the starclose se device clip was used to successfully achieve hemostasis. The patient has not developed any signs or symptoms related to the implantation of the starclose se device clip. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The starclose se device clip, which is made of nickel-titanium, was deployed in a patient with a hypersensitivity to nickel. The instructions for use states under contraindications that the starclose se vascular closure system is contraindicated for use in patients with known hypersensitivity to nickel-titanium. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.